Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(6). Device evaluation: the reported lens was not returned for investigation, the lens remains implanted. Therefore, the complaint cannot be confirmed, and product deficiency could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that one additional investigation request (ir) due to cartridge damaged was received for this production order which is unrelated to this complaint. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that clearly visible groves were observed on the optic of the lens during implantation. No explant is planned and no impact on patients vision has been reported. Additional information states no interventions are planned, so far outcome seems good. No reports of halos or other visual issues. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.